Event description:
I contacted my doctor about a cough that wouldn't go away. After CT scan, biopsy and pet scan I was diagnosed with stage 4 lung cancer that has metastasized. I suspect that it was caused by the philip respironics CPAP machine I was using that was recalled in august 2021. Philips had me register online on (B)(6) at 9:50 am. I got code number and they asked me to ship back the machine and they replaced it with a dream station 2 machine. Will start lung cancer treatments at the end of (B)(6) 2023.